Event description:
It was reported that the patient's catheter was revised and moved from t6 to t10 following a loss of pain relief. It was stated the health care provider increased the patient's pump infusion rate on (B)(6) 2010 with no relief. On (B)(6) 2010, the patient's catheter was spliced and moved. On (B)(6) 2010, it was reported the patient recovered without sequela. The medications being delivered via the device system were lioresal, prialt, dilaudid, clonidine, and bupivicaine.

Manufacturer narrative:
(B)(4).